Event description:
It was reported by service report that the fowler was stuck in high height and the gas cylinder was leaking onto the floor. No patient involvement or adverse consequences are reported.